Event description:
It was reported that the patients lead migrated and was bulging behind the ear causing pain. It was also reported that the patients leads had high impedances. No device malfunction was suspected. The patient underwent a lead repositioning procedure and was doing well postoperatively. The leads remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6). Batch: 7070100.